Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer reported they went to check their implantable neurostimulator (ins) to see if everything was okay and the patient programmer batteries were dead. The patient put new batteries in the patient programmer and the programmer showed the ins was off and okay. The patient did not know how the ins was off and okay. When the patient tried to turn the ins on, they got a poor communication screen. After repositioning the antenna, the patient was able to turn the ins on. The issue was resolved after troubleshooting. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.